Manufacturer narrative:
Insufficient product was returned for analysis. The pump was severed at the catheter and only cannula was returned. Biomaterial was observed by the impeller. No data logs were returned. Reproduction testing could not be performed. Low pump flow: the root cause of the low pump low was unable to be determined as no logs were returned for analysis and insufficient product was returned for evaluation. Temporary pump stop: the root cause of the temporary pump stop was unable to be determined as no logs were returned for analysis and insufficient product was returned for evaluation. Thrombus: thrombus can be observed in the body or on the pump upon explant. When making a determination as to the cause of the thrombus, the following clinical information must be considered: ¿patient's medical history, including any previous thrombotic events or conditions ¿description of the location and characteristics of the thrombus (e.g., size, shape, consistency). ¿relevant laboratory test results, such as coagulation profiles and platelet counts ¿imaging studies, including ultrasound, CT scans, or angiography, to assess the extent and location of the thrombus. ¿any underlying medical conditions or risk factors that may contribute to thrombus formation (e.g., atrial fibrillation, hypercoagulable states). ¿medications or treatments that the patient was receiving at the time of thrombus formation. ¿surgical or procedural details if applicable (e.g, cardiac catheterization). ¿any symptoms or clinical manifestations associated with the thrombus (e.g., pain, swelling, ischemic events). ¿presence of any other indwelling cannulae, lines, or devices such as ECMO, dialysis catheters, swan gantz catheters, central lines, etc. ¿response to any previous anticoagulation or thrombolytic therapies, if applicable. With a returned impella, the device could be inspected for any burrs or rough edges that may promote thrombus growth. To determine the true root cause of the thrombus, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the thrombus was not determined.

Manufacturer narrative:
The device was received for evaluation. Upon completion of the investigation, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist for use during cardiogenic shock and high risk cpi & impella rp with smartassist system. Section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿

Event description:
The complainant reported a patient was implanted with an impella rp flex device for mechanical circulatory support. While on support, the flows dropped from 3.0 to 1.4. The doctor stated there was a pump stop. The pump was restarted and then the pump was explanted and biomaterial was observed.